Event description:
It was reported that during a pulmonary vein isolation, the case was cancelled after 17 minutes of rf delivery as there was a cardiac tamponade. The patient was transferred to the university hospital. No procedure was necessary as the pericardial puncture and drainage were sufficient. Upon request, the bwi field representative provided additional information on the event. The patient needed extended hospitalization. There was no permanent damage. It was unknown if the procedure was rescheduled. The patient was under conscious sedation for 2-3 hours. A transseptal puncture was performed prior to the case cancellation. The procedure was in the left atrium. The physician did not consider cancelling the procedure caused a potential risk to the patient.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).